Manufacturer narrative:
Updated fields: b4, d4 (unique identifier (UDI) #), g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) lost power while connected to ac power. It was later clarified that the iabp unit shut down unexpectedly. There was no patient harm or injury and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp but was unable to duplicate the reported issue. Upon review of the iabp fault logs the stm observed fault code #111 and fault code #112 which occurred at the time of the event. As per the iabp service manual, the stm removed and replaced the executive processor board. After the repair was completed, the unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) lost power while connected to ac power. It was later clarified that the iabp unit shut down unexpectedly. There was no patient harm or injury and no adverse event was reported.